Event description:
Reportable based on the product analysis completed on (B)(6), 2012. It was reported that during a coronary stenting treatment procedure, no cross occurred. Access was gained via the right branch of the mid right coronary artery. Upon advancing the 3.50mm x 12mm promus element stent delivery system (sds) to treat the moderately tortuous and severely calcified vessel, resistance was encountered and the device was unable to cross the lesion. The procedure was completed with this device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by manufacturer: a visual and microscopic examination of the returned device revealed stent damage. The stent struts were slightly raised. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).